Manufacturer narrative:
Corrosion of the internal components was identified as the probable cause of the device run on.

Event description:
It was reported that when the handpiece was sent to "stand by" it would still run. The event occurred during a surgical procedure. The procedure was completed successfully with the same device without any clinically significant procedure delay. No adverse consequences were reported as a result of this event.